Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A zoll medical corporation territory manager (tm) evaluated the device at the customer site. The customer's report was not replicated or confirmed. The device was put through extensive testing including preventative maintenance (pm) which was performed with an additional focus on defib and pacing functions without duplicating the report. The device was recertified for clinical use. No trend is associated with reports of this type.